Event description:
On 06/03/99, in oncology dept, while pt was receiving antineoplastic chemotherapy (toxol), through latex free filter set (nitro filter), the filter leaked a small amount of chemotherapy drug on pillow and pt. There was no injury or harm to the pt. This was single use pre-packaged filter, mfg by abbott labs. On examination, there appears to be a small crack in the filter. Filter was immediately removed and saved. A new package of the same type filter was used to replace the one which leaked. Approx 250 cc of chemotherapy had been rec'd by pt prior to leakage. The rest continued to be infused post incident. The packaging unable to be retrieved. Packaging not noticed to be damaged prior to use. There had been no previous problems with these type of filters or with this lot.